Manufacturer narrative:
No conclusion code available. The reported field event of backup vvi was confirmed in laboratory via review of the information provided from the field. The device image was reviewed and no anomalies were found. The cause of the reset was a power-on reset during high voltage therapy. The device was using automated test equipment and an anomalous component on the hybrid was found. The cause of the power-on reset in the field was an anomalous component on the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the ER after receiving a shock and a vibratory alert. Patient noted receiving the shock during a fight. Upon interrogation of the device, backup vvi reset was observed with hv therapy disabled. Review of the device image showed that the patient was experiencing sinus tachycardia, which fell in the vf zone and resulted in therapy delivery. The device was explanted and replaced. The patient was discharged without incident.